Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No prime/fill anomaly noted. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the customer had refilled the reservoir and the insulin pump would not allow him to restart. The customer's blood glucose was 518 mg/dl, treated with syringe. Troubleshooting was performed and the device was not function correctly as the numbers were not appearing on the device but insulin was dripping. Customer was advised to discontinue use of the device, revert to back up plan. Customer is returning the device for analysis.